Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 59 at the time the paramedics showed up. The customer was given glucose and a glucagon shot to treat, and was taken off the pump. The customer experienced symptoms such as a headache. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.